Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the endoscope reprocessor has broken connector possibly from the high pressure coming from the channel. Troubleshooting efforts were made and instructed field service engineer (fse) to visit the site and check the pressure on the unit not to be over 690. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor has broken connector possibly from the high pressure coming from the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external stress that was applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress, the user may have applied force toward an incorrect direction. The user can detect the event by conducting the inspection below: 9) preparation and inspection. 1) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.